Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the speaker failed in their mx40. No adverse patient impact reported.